Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the purge issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs indicated they were found to be not relevant with the failure mode. The investigation of the returned device determined the issue of properly detecting the purge pressure disc was reproduced, and the blue purge retainer was confirmed to be broken. The cause of the issue was a defective component, broken retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) did not recognize the purge cassette disc during preparation. It was reported that multiple cassettes were unsuccessfully tried. There was no patient harm reported.